Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a "localizer not connected" error message appeared with the camera. The issue seemed to follow the camera, as the error message disappeared when the camera was replaced. Troubleshooting was performed. It was confirmed the camera was still receiving power, with both leds illuminated; the green led was solid, whereas the amber light-emitting diode (led) was broken. The network device interface (ndi) toolbox could only connect to the system control unit (scu), not the position sensor (camera). Per the polaris vega user guide, this led pattern indicates, "minor recoverable error condition (not a fault); can easily be corrected by a novice user (for example, bump sensor has detected a bump). Does not prevent system operation if the application provides the appropriate override. Ndi toolbox response: the fault is indicated in the configure utility of ndi toolbox." However, technical services and the manufacturer representative (rep) were unable to connect to camera in ndi toolbox. The application did not provide an override. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent low illuminator current. The psu passed an accuracy test (aak) at 0.099mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c08, c02 fdc d02 are applicable to the system checkout and hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.